Event description:
It was reported that the patient was presented for a scheduled procedure. The patient's pacemaker was found unable to communicate via radiofrequency (rf) telemetry. A wand was used to establish an inductive telemetry and the device was successfully connected to a programmer. The device functions were found appropriate with all measurements within limits and the patient had no symptoms associated with this issue. The patient will be continued to be monitored at the clinic.